Manufacturer narrative:
The reported issue that there was an 8015 with missing battery screws could not be confirmed and the root cause could not be identified due to no product was returned for investigation. A review of the device history record showed the device had a manufacture date of 08/17/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. No further investigation of this event is possible at this time, and no patient impact was reported.

Event description:
It was reported that there was an 8015 with missing battery screws. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was an 8015 with missing battery screws. There was no patient involvement.